Event description:
User facility medwatch report #360152-2000-0002. The following add'l info was provided on follow-up communication: during placement of a right subclavian vein catheter, the coating came off the wire inside the pt. The detached piece of coating was found by imaging tests in the subcutaneous tissue in the pt's shoulder. The physician decided to leave it since it was close to a large vessel and deemed to risky to remove. The procedure was for placing a vascular access device (infusaport) in a large vein in the chest to be used later for chemotherapy. The port was successfully placed and is being used. The pt had no other complications from this procedure.